Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity, mild calcification; 10 degree aortic neck angulation; 24mm aortic neck diameter at the renal arteries; 24mm aortic neck diameter at 15 mm below the renal artery; 15 mm aortic neck length. It was reported that during implant, an endoleak was identified (possible type I or ii or IV). The physician inserted a reliant balloon to attempt to seal the endoleak. There was no change in the endoleak. The physician then implanted an endurant aortic cuff. This device deployed fine; however, while removing the delivery system, it caught on the suprarenal struts of the bifurcated stent. The physician was then able to pull the device back into the bifurcated stent without issue. However, when recapturing, the spindle did not fully retract into the nosecone, despite the fact that the thumbwheel had been fully turned. The physician then used the grey and blue handles to assist in removal; however, there was not a smooth transition. When they tried to remove the device, it got stuck at the arteriotomy incision. The physician performed a cut down on iliac artery and the delivery system was completely removed. A thrombin patch was placed, and the case was completed successfully. The endoleak was resolved and the patient went home the next day. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Evaluation summary: there were multiple severe kinks on the device most likely due to the return packaging. There was a kink on the spindle tubing immediately distal to the stent stop. There was a kink on the tubing at 4mm from the distal edge of the spindle. There was a kink on sheath at 10.5cm from the edge of the stent stop. The spindle was 2mm out of the sleeve. The slider handle was retracted 7.2cm. The backend wheel was rotated all the way back on the screw gear (spindle recapture position). When the graft cover was recombined with the tapered tip, two additional graft cover kinks were noted at 1.7cm and 4.0cm from the distal end of the graft cover. When fully rotating the thumbwheel (2.2 cm), the sleeve moved 1.4 cm (relative from the spindle). While examining the taper tip sleeve under the scope, a large, hard bolus of material was found inside the sleeve. Although the nature of the material is not verified, possibly calcium, the presence of this material inside the sleeve most likely prevented the spindle from fully recombining with the sleeve. The inability to recapture the spindle was determined to have been caused by the hard bolus of material found inside the sleeve. Vessel anatomy likely contributed to the spindle getting caught on the bare stents upon removal of the delivery system.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (vessel anatomy). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel anatomy).